Event description:
It was reported that the external pulse generator (epg) displayed an error code during a self-test. Technical support (ts) explained that it was likely due to a depressed key or someone pressing the pause key during the test. Ts recommended removing battery to reset epg and turn on device again. The epg is working as designed and remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).